Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Continuation of concomitant: 5076-45 lead implanted (B)(6) 2002; 7427 pain stim ipg implanted (B)(6) 2002; 7495lz51 neuro extension implanted (B)(6) 2002; 3998 pain stim lead implabted (B)(6) 2002; d224drg ICD implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, and was possibly fractured. The df-1 coils were capped and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.